Manufacturer narrative:
(B)(4). The manufacturer subsidiary repaired the central control monitor (ccm) and returned it to the customer. The customer sent it back to the subsidiary requesting a replacement ccm. The device was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the touch screen of the central control monitor (ccm) was not working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed touch screen to be scratched, slightly fuzzy / blurry with a purple hue. Replacement of the customer flat panel interface node controller (fpinc) circuit board with lab use only (luo) fpinc circuit board restored proper appearance of customer screen. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. The central control monitor (ccm) touch screen was functionality tested through keypad and menu selection icon testing. No anomaly was noted, proper functionality of the touch screen was observed. The complaint was not duplicated during evaluation. Diligence attempts were unsuccessful in obtaining the event information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.